Event description:
A report was received that a patient was explanted due to an infection at the pocket and lead sites. The patient's symptoms included the skin peeling, redness and swelling. The patient was given IV antibiotics. The physician believes that the infection is procedure related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 50cm paddle lead.

Manufacturer narrative:
The ipg passed visual and performance tests performed. No complaints about the functionality of the devices were reported. The explanted paddle lead was cut, this damage to the devices is consistent with damages done during an explant procedure and are not considered a failure. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that a patient was explanted due to an infection at the pocket and lead sites. The patient's symptoms included the skin peeling, redness and swelling. The patient was given IV antibiotics. The physician believes that the infection is procedure related. The patient is reportedly doing well.